Event description:
The patient never experienced therapeutic effect after the implant. The patient continued to be sick every few weeks and vomited up blood. The patient was hospitalized for a "few days each time" until he stabilized. The stimulation had been increased since the implant. Impedance readings were within normal limits. Further information from the healthcare professional indicated that the events were not related to the device, but rather to pre existing gastroparesis. It was noted that the patient did not have a serious injury.

Manufacturer narrative:
(B) (4).